Event description:
It was reported that the device did not function properly. During repair the technician replaced the hose, lamellae, bearing and latches.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, rpm below specification was found due to normal wear, and device failed noise testing.